Manufacturer narrative:
This is the fifth of eight reports in relation to the journal article. During evaluation and investigation, the implants were not available for analysis. The implants are not expected to be returned for the manufacturer review/investigation. The device history records could not be reviewed because identifying information of the product was not reported to paragon 28. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
This report is being filed after the review of the following journal: mehtar m, saragas np, ferrao pn, outcomes of bilateral simultaneous hallux mtpj fusion, foot and ankle surgery (2020). In this retrospective study, sixteen patients who underwent bilateral simultaneous first metatarsophalangeal joint (mtpj) arthrodesis were compared to sixteen patients who had unilateral mtpj arthrodesis with regards to outcome, tolerance, cost and time effectiveness. Twenty one paragon 28 plates were utilized in this study, as well as twenty-seven plates from a different manufacturer. The study does not specify the associated plate manufacturer with each patient. The study reported that one patient from the bilateral group developed wound complications which responded to oral antibiotics and healed without any subsequent surgical intervention.